Event description:
A home patient (hp) reported to baxter (B)(4) a leak in a cassette. The leak was noted in a section of the tubing. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a leak in a cassette was not confirmed due to a lack of sample. A batch review was performed and no issues were identified.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review will be performed for the lot number provided. The sample is not available. Should additional information become available, a follow up MDR will be sent.